Event description:
The customer reported that the system images are grainy. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the video control pcb. The system tests satisfactory at this time with no grainy images.